Manufacturer narrative:
Batch review performed on 29.november.2021. Lot 178487: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Femoral component revision performed 3 years and 5 months after primary total hip arthroplasty in a (B)(6) woman. No information concerning patient general health status and the presence of comorbidities is available. In the low quality radiographic images provided, some signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
At 3 years and 5 months after the primary surgery, revision surgery was performed due to stem mobilization.